Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. A review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on this information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6)2014, inratio inr: 1.6, 2.3, 2.0. The time performed within 5 minutes. Reportedly, "milking" finger and multiple finger sticks performed on the same finger. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.